Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020- (B)(6) 2020. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient left eye. It was stated that the exchange was due to a cylinder power miss. The suspect iol was discarded. It was replaced that lens with zxt150 21.0d serial number: (B)(4). There was no additional surgical intervention or sutures required. No further information provided.